Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Size 2 15mm distal augment was overhanging on the triathlon femur. Rep reported that augment is not supposed to overhang, and a smaller augment was used off-label. Rep confirmed that no surgical delay was caused.

Manufacturer narrative:
An event regarding a size/fit issue involving a triathlon augment was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Size 2 15mm distal augment was overhanging on the triathlon femur. Rep reported that augment is not supposed to overhang, and a smaller augment was used off-label. Rep confirmed that no surgical delay was caused.